Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection noted that the terminal pin was not fully seated in the header when the setscrew was tightened, however was not confirmed to cause or contribute to the reported observations.

Event description:
It was reported that this patient has had two untreated episodes due to oversensing of noise. The patient recently received inappropriate shocks with lower amplitudes. The patient had a transvenous system implanted and the system was electively turned off. Subsequently, the entire subcutaneous implantable cardioverter defibrillator was explanted due to the previous inappropriate shocks. No additional adverse events were reported.